Manufacturer narrative:
The device error log and compliance data had no evidence of automatic shutdown. The device passed pressure and flow calibration tests and the blower performance test. Device operation was tested using the reported settings with a resmed humidifier and the exhalation port supplied by the customer. The device performed to specification when operated at tidal volumes within the intended use, with no evidence of auto triggering or automatic shutdown. The complaint indicated that the device was used with a third party humidifier and exhalation port on an (B)(6) tracheotomy nmd patient for invasive ventilation in a life support environment. All of these factors are contraindicated in the use of this device. Two 24 hour tests were conducted to replicate this contra-indicated use, using a lung stimulator and nmd effort. Under these abnormal use conditions, there was evidence of auto triggering, however, the reported fault of automatic shutdown could not be reproduced. As the vpap iii is not intended for use with restrictive nmd patients, the limited range of trigger sensitivity available would explain auto triggering observed.

Event description:
A customer complaint was received from resmed (B)(4) for a vpapiii st which was reportedly "auto triggering and shutting off" while being used on an (B)(6) patient with neuromuscular disease (nmd). The patient is reported to have become cyanotic and required manual ventilation.